Manufacturer narrative:
Eval summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and formed 3 clips conforming and ejected 12 clips. The instrument lock out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the clip was too slow to load after the firing. Another device was used to complete the case. There were no adverse consequences to the pt.